Event description:
It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced increased blood pressure. The index procedure treated the 90% stenosed, 5.6x15mm target lesion located in the right internal carotid artery. Treatment utilized a bsc filterwire ez and an 8x21mm carotid wallstent. During the procedure, the pt experienced increased blood pressure which was treated with medication and resolved without residual effect. Following post dilation, a 15% residual stenosis remained. The next day, the stroke scale performed was "1" for motor function of the right leg. The pt was discharged two days post the procedure. Per the physician, the event was listed as 'possibly" related to the study devices.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.